Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months post filter deployment, patient scheduled for filter retrieval. Through the right internal jugular vein, a wire snare was utilized to snare the filter and it was unsuccessful in retracting the legs of the filter from the inferior vena cava. Hence, the filter was left in place. Therefore, the investigation is confirmed for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7, d4(expiration date: 01/2013), g4 h11: h6 (method and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a vena cava filter was deployed due to mobility issues from ms and risk of blood clots. After some time, post filter deployment, a filter retrieval procedure was performed; however, the filter was embedded in the ivc wall and could not be retrieved. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was deployed for history of a heart attack and mobility issues. The filter was deployed inferior to the renal takeoffs without incident. There was no reported patient injury. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the IFU for details. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information it was reported that a vena cava filter was deployed due to mobility issues from ms and risk of blood clots. Some time post filter deployment (date not provided), a filter retrieval procedure was performed; however, the filter was embedded in the ivc wall and could not be retrieved. Medical records were provided by the reporting source. Review of the medical records confirms the filter was deployed inferior to the renal takeoffs for history of a heart attack and mobility issues. There was no report of an attempted filter retrieval procedure performed. The patient status at this time is unknown.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: a vena cava filter was deployed for history of a heart attack and mobility issues. The filter was deployed inferior to the renal takeoffs without incident. There was no reported patient injury. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information: it was reported that a vena cava filter was deployed due to mobility issues from ms and risk of blood clots. Some time post filter deployment (date not provided), a filter retrieval procedure was performed; however, the filter was embedded in the ivc wall and could not be retrieved. Medical records were provided by the reporting source. Review of the medical records confirms the filter was deployed inferior to the renal takeoffs for history of a heart attack and mobility issues. There was no report of an attempted filter retrieval procedure performed. The patient status at this time is unknown.